Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. Under fluoroscopy, it was discovered that the lead had dislodged. The lead was reposition and remains in use. No patient complications have been reported as a result of this event.